Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose (bg) levels were not impacted, the exact bg reading was not provided. Reportedly, the customer was able to reload a cartridge successfully each time, and resumed insulin delivery.